Manufacturer narrative:
There are no previous complaints of this code-batch. We have received 20 closed samples to analyze this case. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.89 kgf in average and 0.94 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment results before releasing the product were 1.20 kgf in average and 0.77 kgf in minimum and fulfilled ep requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going, supplemental report will be provided when additional information is available.

Event description:
It was reported that during an intestinal anastomosis procedure, the thread separated from the needle after the first stitch. This occured during continuous suturing with usual tractive force. There was no injury to the patient and patient outcome is described as "ok".